Event description:
It was reported by the customer that the device had a pin stuck in the therapy connector. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. The cause of the reported failure was determined to be due to a male pin stuck in the device connector socket 8, charge switch. The cause for the pin becoming stuck is not known.